Manufacturer narrative:
D3: correction. H2) device evaluation: h3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period.

Event description:
It was reported that the pump was alarming, and the screen read ¿no disposable clamp tubing.¿ per reporter, patient silenced the alarm, reviewed pump settings (res vol 70.0 ml, cont rate 2.0 ml/hr, vol given 22.0 ml), and powered off the pump. Per reporter, patient was advised to remove the cassette, massage tubing, and tap the cassette on a hard surface to release air bubbles. The cassette was replaced but the alarm persisted. Troubleshooting was unsuccessful and the patient was redirected to the clinic. No patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.